Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('at check 4 months after insertion, left essure slightly displaced towards tube on same side, non-obstructive left essure'), device expulsion ('after salpingectomy x-ray showed 2 metal fragments presumably in each uterine horn') and device breakage ('two small fragments of essure seen on x-ray, presumably one in each uterine horn') in a 37-year-old female patient who had essure (batch no. Hed111x-inv, cs000x7) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3), parity 2, abortion (1), appendectomy and umbilical hernia (umbilical herniorrhaphy). Previously administered products included for bacterial vaginosis: metronidazole in (B)(6) 2016; for contraception: drosure; for an unreported indication: flu vaccination. Past adverse reactions to the above products included urticaria with metronidazole. Concurrent conditions included rhinoconjunctivitis (mild-moderate, intermittent) since (B)(6) 2016, genital itching (intermittent genital itching 2 episodes / week, generally external for 5 months of evolution) since (B)(6) 2016, leukorrhea (persistent leucorrhea for 5 months of evolution) since (B)(6) 2016, overweight (bmi 28), uterine anteflexion (uterus normal size and characteristics), food allergy (anisakis simplex), seafood allergy, nickel sensitivity, drug allergy (doubtful allergy to doxycycline, probable allergy to metronidazole (causes her hives)), pollen allergy ((olive, grasses and ¿salsoa¿)), allergic to cats, mite allergy, nonsmoker and asthma (mild-moderate, intermittent, coughing spells with exercise). Concomitant products included oral contraceptive nos since (B)(6) 2016 for oral contraception, salbutamol for paroxysmal cough, ebastine (ebastel) since (B)(6) 2016 for rhinoconjunctivitis as well as budesonide;formoterol fumarate (symbicort), dexamethasone and ranitidine. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain, abdominal pain in the left iliac fossa"). On (B)(6) 2016, the patient experienced vulvovaginal mycotic infection ("fungal vaginitis suspected"), vaginal discharge ("foul-smelling secretions, thick leukorrhea"), abdominal distension ("bloating, no alterations of intestinal habit") and inflammation ("inflammation"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required), device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("two small fragments of essure seen on x-ray, presumably one in each uterine horn"). On (B)(6) 2017, the patient experienced cervicitis ("chronic nonspecific cervicitis") and metaplasia ("incomplete metaplasia"). On (B)(6) 2017, the patient experienced post procedural haemorrhage ("little vaginal bleeding") and procedural pain ("controlled pain"). On (B)(6) 2018, the patient experienced scar pain ("occasional abdominal discomfort related to scarring"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"), back pain ("lower back pain"), loss of libido ("loss and lack of sexual appetite") and pruritus ("itching"). The patient was hospitalized on (B)(6) 2016 and then on (B)(6) 2017. The patient was treated with clotrimazole and surgery (bilateral salpingectomy (B)(6) 2016 and laparoscopic hysterectomy (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the device dislocation, device expulsion, device breakage and complication of device removal had resolved. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal mycotic infection, vaginal discharge, back pain, loss of libido, pruritus, abdominal distension, inflammation, cervicitis, metaplasia, scar pain, post procedural haemorrhage and procedural pain outcome was unknown. The reporter considered abdominal distension, back pain, cervicitis, complication of device removal, device breakage, device dislocation, device expulsion, genital haemorrhage, inflammation, loss of libido, metaplasia, pelvic pain, post procedural haemorrhage, procedural pain, pruritus, scar pain, vaginal discharge and vulvovaginal mycotic infection to be related to essure. The reporter commented: lot: ess305-r1; cs000x7. Lot: ess306; hed111x. Essure implantation uneventful. Following the implantation of the devices, various symptoms occurred: swelling, excessive bleeding, pelvic pain, foul-smelling secretions, loss and lack of sexual appetite, low back pain and itching. Four months after implantation, ultrasound indicated that the left essure was displaced towards the tube on the same side without locating the proximal end in the myometrium, so they recommend to take birth control pill again. On (B)(6) 2016, bilateral salpingectomy was performed in hospital to remove the devices. Then the doctors discharged her from hospital. After performing an x-ray in (B)(6) 2017, radiodiagnosis report indicated two metallic pinpoint images were identified in minor pelvis in relation to two small fragments of essure, presumably one in each uterine horn. On (B)(6) 2017, patient was admitted and had a total hysterectomy to remove essure. Satisfactory post-surgical evolution. Little vaginal bleeding. Controlled pain, no fever. On (B)(6) 2017, patient was discharged from hospital. On (B)(6) 2018, post hysterectomy review. Improvement, asymptomatic. Comments on occasional abdominal discomfort related to scarring without bleeding. Non-specific vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Allergy test - in (B)(6) 2016: metronidazol test: positive in 48 h reading with cobalt chloride. Biopsy cervix - on (B)(6) 2017: chronic nonspecific cervicitis with no signs of malignancy or viral infection. Colposcopy - on (B)(6) 2017: acetowhite epithelium. Small-sized acetowhite epithelium observed at 1 o'clock attached to squamocolumnar limit. Gynaecological examination - on (B)(6) 2016: non-specific leukorrhea; on (B)(6) 2016: closed cervix, mobile, painless on mobilization. Haematocrit (40 - 54 %) - on (B)(6) 2017: 36 %. Haemoglobin (12 - 16 g/dl) - on (B)(6) 2017: 11.5 g/dl. Hysterosalpingogram - on (B)(6) 2016: right tubal obstruction. Non-obstructive left essure. Laparoscopy - on (B)(6) 2017: hysterectomy: remains of essure visualized protruding through the left horn; both macroscopically normal ovaries with adherence to mesosalpinx. Pathology test - on (B)(6) 2016: extraction of right and left essure with ligasure. Functional aspect cyst puncture in right annex and content aspiration. Histology of 2 tubal segments: patent tubal segments without relevant histological changes; on (B)(6) 2017: total hysterectomy piece: endometrium with secretory change with foci of stromal decidualization and diffuse stromal hemorrhage. Histological changes usually observed in surrogate-adenomyosis-cervix uteri with mature and immature squamous metaplasia with foci of erosion and re-epithelialization and granulation tissue formation. Red blood cell count (4.6 - 5.7 t/l) - on (B)(6) 2017: 4.05 t/l. Ultrasound scan - on 14-jun-2016: images displayed at level of both horns compatible with essures. Normal schedules, free douglas; on (B)(6) 2016: left essure slightly displaced on the same side towards tube on same side without locating proximal end in myometrium. Internal genitalia with simple cyst possibly functional in right ovary.; on (B)(6) 2017: all the pelvic organs normal. Pathological diagnosis: chronic nonspecific cervicitis and incomplete metaplasia, with no signs of malignancy or viral infection.; on (B)(6) 2017: no significant alterations with presence of rest of essure in both coronal areas of the uterus. Complete analysis within normal values; on (B)(6) 2017: bladder with moderate distension without parietal or intraluminal alterations. No fluid seen in minor pelvis. Small rest of essures at level of uterine horns; on (B)(6) 2018: normal ovaries, rest of the internal genitalia absent due to previous surgery. X-ray - in (B)(6) 2017: after bilateral salpingectomy, two metallic pinpoint images identified in minor pelvis in relation to two small fragments of essure, presumably one in each uterine horn. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: essure date explanted updated. A technical investigation was conducted, including batch reviews, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('at check 4 months after insertion, left essure slightly displaced towards tube on same side, non-obstructive left essure'), device expulsion ('after salpingectomy x-ray showed 2 metal fragments presumably in each uterine horn') and device breakage ('two small fragments of essure seen on x-ray, presumably one in each uterine horn') in a (B)(6)-year-old female patient who had essure (batch no. Cs000x7, hed111x) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3), parity 2, abortion (1), appendectomy and umbilical hernia (umbilical herniorrhaphy). Previously administered products included for bacterial vaginosis: metronidazole in (B)(6) 2016; for contraception: drosure; for an unreported indication: flu vaccination. Past adverse reactions to the above products included urticaria with metronidazole. Concurrent conditions included rhinoconjunctivitis (mild-moderate, intermittent) since (B)(6) 2016, genital itching (intermittent genital itching 2 episodes / week, generally external for 5 months of evolution) since (B)(6) 2016, leukorrhea (persistent leucorrhea for 5 months of evolution) since (B)(6) 2016, overweight (bmi 28), uterine anteflexion (uterus normal size and characteristics), food allergy (anisakis simplex), seafood allergy, nickel sensitivity, drug allergy (doubtful allergy to doxycycline, probable allergy to metronidazole (causes her hives)), pollen allergy ((olive, grasses and ¿salsoa¿)), allergic to cats, mite allergy, nonsmoker and asthma (mild-moderate, intermittent, coughing spells with exercise). Concomitant products included oral contraceptive nos since (B)(6) 2016 for oral contraception, salbutamol for paroxysmal cough, ebastine (ebastel) since (B)(6) 2016 for rhinoconjunctivitis as well as budesonide; formoterol fumarate (symbicort), dexamethasone and ranitidine. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain, abdominal pain in the left iliac fossa"). On (B)(6) 2016, the patient experienced vulvovaginal mycotic infection ("fungal vaginitis suspected"), vaginal discharge ("foul-smelling secretions, thick leukorrhea"), abdominal distension ("bloating, no alterations of intestinal habit") and inflammation ("inflammation"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required), device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("two small fragments of essure seen on x-ray, presumably one in each uterine horn"). On (B)(6) 2017, the patient experienced cervicitis ("chronic nonspecific cervicitis") and metaplasia ("incomplete metaplasia"). On (B)(6) 2017, the patient experienced post procedural haemorrhage ("little vaginal bleeding") and procedural pain ("controlled pain"). On (B)(6) 2018, the patient experienced scar pain ("occasional abdominal discomfort related to scarring"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"), back pain ("lower back pain"), loss of libido ("loss and lack of sexual appetite") and pruritus ("itching"). The patient was hospitalized on (B)(6) 2016 and then from (B)(6) 2017. The patient was treated with clotrimazole and surgery (bilateral salpingectomy (B)(6) 2016 and laparoscopic hysterectomy (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the device dislocation, device expulsion, device breakage and complication of device removal had resolved. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal mycotic infection, vaginal discharge, back pain, loss of libido, pruritus, abdominal distension, inflammation, cervicitis, metaplasia, scar pain, post procedural haemorrhage and procedural pain outcome was unknown. The reporter considered abdominal distension, back pain, cervicitis, complication of device removal, device breakage, device dislocation, device expulsion, genital haemorrhage, inflammation, loss of libido, metaplasia, pelvic pain, post procedural haemorrhage, procedural pain, pruritus, scar pain, vaginal discharge and vulvovaginal mycotic infection to be related to essure. The reporter commented: lot: ess305-r1; cs000x7. Lot: ess306; hed111x. Essure implantation uneventful. Following the implantation of the devices, various symptoms occurred: swelling, excessive bleeding, pelvic pain, foul-smelling secretions, loss and lack of sexual appetite, low back pain and itching. Four months after implantation, ultrasound indicated that the left essure was displaced towards the tube on the same side without locating the proximal end in the myometrium, so they recommend to take birth control pill again. On (B)(6) 2016, bilateral salpingectomy was performed in hospital to remove the devices. Then the doctors discharged her from hospital. After performing an x-ray in (B)(6) 2017, radiodiagnosis report indicated two metallic pinpoint images were identified in minor pelvis in relation to two small fragments of essure, presumably one in each uterine horn. On (B)(6) 2017, patient was admitted and had a total hysterectomy to remove essure. Satisfactory post-surgical evolution. Little vaginal bleeding. Controlled pain, no fever. On (B)(6) 2017, patient was discharged from hospital. On (B)(6) 2018, post hysterectomy review. Improvement, asymptomatic. Comments on occasional abdominal discomfort related to scarring without bleeding. Non-specific vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Allergy test - in (B)(6) 2016: metronidazole test: positive in 48 h reading with cobalt chloride. Biopsy cervix - on (B)(6) 2017: chronic nonspecific cervicitis with no signs of malignancy or viral infection. Colposcopy - on (B)(6) 2017: acetowhite epithelium. Small-sized acetowhite epithelium observed at 1 o'clock attached to squamocolumnar limit. Gynaecological examination - on (B)(6) 2016: non-specific leukorrhea; on (B)(6) 2016: closed cervix, mobile, painless on mobilization. Haematocrit (40 - 54 %) - on (B)(6) 2017: 36 %. Haemoglobin (12 - 16 g/dl) - on (B)(6) 2017: 11.5 g/dl. Hysterosalpingogram - on (B)(6) 2016: right tubal obstruction. Non-obstructive left essure. Laparoscopy - on (B)(6) 2017: hysterectomy: remains of essure visualized protruding through the left horn; both macroscopically normal ovaries with adherence to mesosalpinx. Pathology test - on (B)(6) 2016: extraction of right and left essure with ligasure. Functional aspect cyst puncture in right annex and content aspiration. Histology of 2 tubal segments: patent tubal segments without relevant histological changes; on (B)(6) 2017: total hysterectomy piece: endometrium with secretory change with foci of stromal decidualization and diffuse stromal hemorrhage. Histological changes usually observed in surrogate-adenomyosis-cervix uteri with mature and immature squamous metaplasia with foci of erosion and re-epithelialization and granulation tissue formation. Red blood cell count (4.6 - 5.7 t/l) - on (B)(6) 2017: 4.05 t/l. Ultrasound scan - on (B)(6) 2016: images displayed at level of both horns compatible with essures. Normal schedules, free douglas; on (B)(6) 2016: left essure slightly displaced on the same side towards tube on same side without locating proximal end in myometrium. Internal genitalia with simple cyst possibly functional in right ovary. On (B)(6) 2017: all the pelvic organs normal. Pathological diagnosis: chronic nonspecific cervicitis and incomplete metaplasia, with no signs of malignancy or viral infection.; on (B)(6) 2017: no significant alterations with presence of rest of essure in both coronal areas of the uterus. Complete analysis within normal values; on (B)(6) 2017: bladder with moderate distension without parietal or intraluminal alterations. No fluid seen in minor pelvis. Small rest of essures at level of uterine horns; on (B)(6) 2018: normal ovaries, rest of the internal genitalia absent due to previous surgery. X-ray - in (B)(6) 2017: after bilateral salpingectomy, two metallic pinpoint images identified in minor pelvis in relation to two small fragments of essure, presumably one in each uterine horn. A technical investigation will be conducted, including batch reviews, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("at check 4 months after insertion, left essure slightly displaced towards tube on same side"), device expulsion ("after salpingectomy x-ray showed 2 metal fragments presumably in each uterine horn") and device breakage ("two small fragments of essure seen on x-ray, presumably one in each uterine horn") in a 37 year-old female patient who had essure inserted (lot no. Hed111x-inv, cs000x7) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("two small fragments of essure seen on x-ray, presumably one in each uterine horn" from (B)(6), 2016 to (B)(6), 2017) and device ineffective ("non-obstructive left essure"). The patient had a medical history of umbilical hernia (umbilical herniorrhaphy), appendectomy, abortion (1), parity 2 and multigravida (3). Previously administered products included: metronidazole for bacterial vaginosis, drosure for contraception and influenza vaccine. Past adverse reactions to the above products included: hives with metronidazole. Concurrent conditions were listed as leukorrhea (persistent leucorrhea for 5 months of evolution), genital itching (intermittent genital itching 2 episodes / week, generally external for 5 months of evolution) and rhinoconjunctivitis (mild-moderate, intermittent) since 2016 as well as asthma (mild-moderate, intermittent, coughing spells with exercise), nonsmoker, mite allergy, allergic to cats, pollen allergy ((olive, grasses and ¿salsoa¿)), drug allergy (doubtful allergy to doxycycline, probable allergy to metronidazole (causes her hives)), nickel sensitivity, seafood allergy, food allergy (anisakis simplex), uterine anteflexion (uterus normal size and characteristics) and overweight (bmi 28). Concomitant products included oral contraceptive nos for oral contraception since september 2016, ebastel (ebastine) for conjunctivitis since april 2016, symbicort (budesonide;formoterol fumarate), ranitidine, dexamethasone and salbutamol for cough. On (B)(6), 2016, the patient had essure inserted. On (B)(6), 2016, the day of essure insertion, she experienced pelvic pain ("pelvic pain, abdominal pain in the left iliac fossa"). On (B)(6), 2016 she experienced abdominal distension ("bloating, no alterations of intestinal habit"), vulvovaginal mycotic infection ("fungal vaginitis suspected"), vaginal discharge ("foul-smelling secretions, thick leukorrhea") and inflammation ("inflammation"). On (B)(6), 2016 she experienced device dislocation (seriousness criteria hospitalisation and intervention required). On (B)(6), 2016 she experienced device expulsion (seriousness criteria hospitalisation and intervention required) and device breakage (seriousness criteria hospitalisation and intervention required). On (B)(6), 2017 she experienced cervicitis ("chronic nonspecific cervicitis") and uterine cervical metaplasia ("incomplete cervix metaplasia"). On (B)(6), 2017 she experienced post procedural haemorrhage ("little vaginal bleeding") and procedural pain ("controlled pain"). On (B)(6), 2018 she experienced scar pain ("occasional abdominal discomfort related to scarring"). An unknown time later she experienced abdominal pain ("abdominal pain"), pruritus ("itching"), genital haemorrhage ("excessive bleeding"), back pain ("lower back pain"), renal pain ("kidney pain") and loss of libido ("loss and lack of sexual appetite"). The patient was hospitalised from (B)(6), 2016 for an unknown duration and from (B)(6), 2017 to (B)(6), 2017. The patient was treated with clotrimazole as well as surgery (bilateral salpingectomy (B)(6), 2016 and laparoscopic hysterectomy (B)(6), 2017). On (B)(6), 2017, the device dislocation, device expulsion and device breakage had resolved. At the time of the report, the outcomes for pelvic pain, pruritus, abdominal distension, genital haemorrhage, vulvovaginal mycotic infection, vaginal discharge, back pain, renal pain, loss of libido, inflammation, cervicitis, uterine cervical metaplasia, scar pain, post procedural haemorrhage and procedural pain were unknown. The reporter considered abdominal distension, abdominal pain, back pain, cervicitis, device breakage, device dislocation, device expulsion, genital haemorrhage, inflammation, loss of libido, pelvic pain, post procedural haemorrhage, procedural pain, pruritus, renal pain, scar pain, uterine cervical metaplasia, vaginal discharge and vulvovaginal mycotic infection to be related to essure administration. The reporter commented: lot: ess305-r1; cs000x7. Lot: ess306; hed111x. Essure implantation uneventful. Following the implantation of the devices, various symptoms occurred: swelling, excessive bleeding, pelvic pain, foul-smelling secretions, loss and lack of sexual appetite, low back pain and itching. Four months after implantation, ultrasound indicated that the left essure was displaced towards the tube on the same side without locating the proximal end in the myometrium, so they recommend to take birth control pill again. On (B)(6), 2016, bilateral salpingectomy was performed in hospital to remove the devices. Then the doctors discharged her from hospital. After performing an x-ray in (B)(6), 2017, radiodiagnosis report indicated two metallic pinpoint images were identified in minor pelvis in relation to two small fragments of essure, presumably one in each uterine horn. On (B)(6), 2017, patient was admitted and had a total hysterectomy to remove essure. Satisfactory post-surgical evolution. Little vaginal bleeding. Controlled pain, no fever. On (B)(6), 2017, patient was discharged from hospital. On (B)(6), 2018, post hysterectomy review. Improvement, asymptomatic. Comments on occasional abdominal discomfort related to scarring without bleeding. Non-specific vaginal discharge. Discrepancy noted in essure insertion date: (B)(6), 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.01 kg/sqm. [Allergy test] in (B)(6), 2016: metronidazol test: positive in 48 h reading with cobalt chloride [biopsy cervix] on (B)(6), 2017: chronic nonspecific cervicitis with no signs of malignancy or viral infection [colposcopy] on (B)(6), 2017: acetowhite epithelium. Small-sized acetowhite epithelium observed at 1 o'clock attached to squamocolumnar limit [gynaecological examination] on (B)(6), 2016: non-specific leukorrhea; on (B)(6), 2016: closed cervix, mobile, painless on mobilization [haematocrit ( 40- 54 %)] on (B)(6), 2017: 36 % [haemoglobin ( 12- 16 g/dl)] on (B)(6), 2017: 11.5 g/dl [hysterosalpingogram] on (B)(6), 2016: right tubal obstruction. Non-obstructive left essure; on (B)(6), 2018: right tubal obstruction left essure non obstructive [laparoscopy] on (B)(6), 2017: hysterectomy: remains of essure visualized protruding through the left horn; both macroscopically normal ovaries with adherence to mesosalpinx [pathology test] on (B)(6), 2016: extraction of right and left essure with ligasure. Functional aspect cyst puncture in right annex and content aspiration. Histology of 2 tubal segments: patent tubal segments without relevant histological changes; on (B)(6), 2017: total hysterectomy piece: endometrium with secretory change with foci of stromal decidualization and diffuse stromal hemorrhage. Histological changes usually observed in surrogate-adenomyosis; cervix uteri with mature and immature squamous metaplasia with foci of erosion and re-epithelialization and granulation tissue formation [red blood cell count ( 4.6- 5.7 t/l)] on (B)(6), 2017: 4.05 t/l [ultrasound scan] on (B)(6), 2016: images displayed at level of both horns compatible with essures. Normal schedules, free douglas; on (B)(6), 2016: left essure slightly displaced on the same side towards tube on same side without locating proximal end in myometrium. Internal genitalia with simple cyst possibly functional in right ovary; on (B)(6), 2017: all the pelvic organs normal. Pathological diagnosis: chronic nonspecific cervicitis and incomplete metaplasia, with no signs of malignancy or viral infection; on (B)(6), 2017: no significant alterations with presence of rest of essure in both coronal areas of the uterus. Complete analysis within normal values; on (B)(6), 2017: bladder with moderate distension without parietal or intraluminal alterations. No fluid seen in minor pelvis. Small rest of essures at level of uterine horns; on (B)(6), 2018: normal ovaries, rest of the internal genitalia absent due to previous surgery [x-ray] in (B)(6), 2017: after bilateral salpingectomy, two metallic pinpoint images identified in minor pelvis in relation to two small fragments of essure, presumably one in each uterine horn quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6), 2023: event abdominal pain added. Reporter added. Upon internal review, event added: non-obstructive left essure. A technical investigation was conducted, including batch reviews, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("at check 4 months after insertion, the left essure was displaced towards tube on the same side without locating the proximal end in the myometrium"), device breakage ("two small fragments of essure seen on x-ray, presumably one in each uterine horn"), device expulsion ("after salpingectomy x-ray showed 2 metal fragments presumably in each uterine horn"), embedded device ("the devices are anchored and embedded in the tissues") and pelvic pain ("pelvic pain, chronic pain, abdominal pain in the left iliac fossa") in a 37 year-old female patient who had essure inserted (lot no: cs000x7) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("two small fragments of essure seen on x-ray, presumably one in each uterine horn" from on (B)(6) 2016 to on (B)(6) 2017) and device ineffective ("non-obstructive left essure"). The patient had a medical history of bacterial vaginosis, lower abdominal discomfort, genital itching, runny nose, nasal congestion, umbilical hernia (umbilical herniorrhaphy), appendectomy, abortion (1), parity 2 and multigravida (3). Previously administered products included: metronidazole for bacterial vaginosis, drosure for contraception and influenza vaccine and metronidazole. Past adverse reactions to the above products included: hives with metronidazole. Concurrent conditions were listed as leukorrhea (persistent leucorrhea for 5 months of evolution), genital itching (intermittent genital itching 2 episodes / week, generally external for 5 months of evolution) and rhinoconjunctivitis (mild-moderate, intermittent) since 2016 as well as asthma (mild-moderate, intermittent, coughing spells with exercise), nonsmoker, mite allergy, allergic to cats, pollen allergy (olive, grasses and ¿salsoa¿), drug allergy (doubtful allergy to doxycycline, probable allergy to metronidazole (causes her hives), nickel sensitivity, seafood allergy, food allergy (anisakis simplex), uterine anteflexion (uterus normal size and characteristics) and overweight (bmi 28). Concomitant products included oral contraceptive nos for oral contraception since on (B)(6) 2016, ebastel (ebastine) for conjunctivitis since on (B)(6) 2016, enantyum (dexketoprofen trometamol), symbicort (budesonide;formoterol fumarate), ranitidine, dexamethasone and salbutamol for cough. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced pelvic pain (seriousness criteria hospitalisation and intervention required). On (B)(6) 2016, she experienced abdominal distension ("bloating, no alterations of intestinal habit"), vulvovaginal mycotic infection ("fungal vaginitis suspected"), vaginal discharge ("foul-smelling secretions, thick leukorrhea/ secretions with bad smell") and inflammation ("inflammation"). On (B)(6) 2016, she experienced device dislocation (seriousness criteria hospitalisation and intervention required). On (B)(6) 2016, she experienced device breakage (seriousness criteria hospitalisation and intervention required) and device expulsion (seriousness criteria hospitalisation and intervention required). On (B)(6) 2017, she experienced cervicitis ("chronic nonspecific cervicitis") and uterine cervical metaplasia ("incomplete cervix metaplasia"). On (B)(6) 2017, she experienced post procedural haemorrhage ("little vaginal bleeding") and procedural pain ("controlled pain"). On (B)(6) 2018, she experienced scar pain ("occasional abdominal discomfort related to scarring"). An unknown time later she experienced embedded device (seriousness criteria hospitalisation and intervention required), abdominal pain ("abdominal pain"), pruritus ("itching"), genital haemorrhage ("excessive bleeding"), back pain ("lower back pain"), renal pain ("kidney pain"), loss of libido ("loss and lack of sexual appetite"), swelling ("swelling") and vaginal infection ("vaginitis"). The patient was hospitalised from on (B)(6)2016 for an unknown duration and from on (B)(6) 2017. The patient was treated with clotrimazole as well as surgery (bilateral salpingectomy on (B)(6) 2016, laparoscopic hysterectomy on (B)(6) 2017 and laparoscopic hysterectomy on (B)(6) 2017). On (B)(6) 2017, the device dislocation, device breakage and device expulsion had resolved. At the time of the report, the outcomes for pelvic pain, pruritus, abdominal distension, genital haemorrhage, vulvovaginal mycotic infection, vaginal discharge, back pain, renal pain, loss of libido, inflammation, cervicitis, uterine cervical metaplasia, scar pain, post procedural haemorrhage and procedural pain were unknown. The reporter considered abdominal distension, abdominal pain, back pain, cervicitis, device breakage, device dislocation, device expulsion, embedded device, genital haemorrhage, inflammation, loss of libido, pelvic pain, post procedural haemorrhage, procedural pain, pruritus, renal pain, scar pain, swelling, uterine cervical metaplasia, vaginal discharge, vaginal infection and vulvovaginal mycotic infection to be related to essure administration. The reporter commented: lot: ess305-r1; cs000x7. Lot: ess306; hed111x. Essure implantation uneventful. Following the implantation of the devices, various symptoms occurred: swelling, excessive bleeding, pelvic pain, foul-smelling secretions, loss and lack of sexual appetite, low back pain and itching. Four months after implantation, ultrasound indicated that the left essure was displaced towards the tube on the same side without locating the proximal end in the myometrium, so they recommend to take birth control pill again. On (B)(6) 2016, bilateral salpingectomy was performed in hospital to remove the devices. Then the doctors discharged her from hospital. After performing an x-ray on (B)(6) 2017, radiodiagnosis report indicated two metallic pinpoint images were identified in minor pelvis in relation to two small fragments of essure, presumably one in each uterine horn. On (B)(6) 2017, patient was admitted and had a total hysterectomy to remove essure. Satisfactory post-surgical evolution. Little vaginal bleeding. Controlled pain, no fever. On (B)(6) 2017, patient was discharged from hospital. On (B)(6) 2018, post hysterectomy review. Improvement, asymptomatic. Comments on occasional abdominal discomfort related to scarring without bleeding. Non-specific vaginal discharge. Discrepancy noted in essure insertion date: on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.01 kg/sqm. [Allergy test] on (B)(6) 2016: metronidazol test: positive in 48 h reading with cobalt chloride. [Biopsy cervix] on (B)(6) 2017: chronic nonspecific cervicitis with no signs of malignancy or viral infection. [Colposcopy] on (B)(6) 2017: acetowhite epithelium. Small-sized acetowhite epithelium observed at 1 o'clock attached to squamocolumnar limit. [Gynaecological examination] on (B)(6) 2016: non-specific leukorrhea; on (B)(6) 2016: closed cervix, mobile, painless on mobilization. [Haematocrit ( 40- 54 %)] on (B)(6) 2017: 36 %. [Haemoglobin ( 12- 16 g/dl)] on (B)(6) 2017: 11.5 g/dl. [Hysterosalpingogram] on (B)(6) 2016: right tubal obstruction. Non-obstructive left essure; on (B)(6) 2018: right tubal obstruction left essure non obstructive [laparoscopy] on (B)(6) 2017: hysterectomy: remains of essure visualized protruding through the left horn; both macroscopically normal ovaries with adherence to mesosalpinx [pathology test] on (B)(6) 2016: two tubal segments are received in the same container, with fimbriae of 4 and 5 cm in length respectively, which include fimbriae. Histologically, both tubal segments show a permeable lumen, lined by an epithelium without the presence of dysplasia; on (B)(6) 2016: extraction of right and left essure with ligasure. Functional aspect cyst puncture in right annex and content aspiration. Histology of 2 tubal segments: patent tubal segments without relevant histological changes; on (B)(6) 2017: total hysterectomy piece: endometrium with secretory change with foci of stromal decidualization and diffuse stromal hemorrhage. Histological changes usually observed in surrogate-adenomyosis; cervix uteri with mature and immature squamous metaplasia with foci of erosion and re-epithelialization and granulation tissue formation. [Red blood cell count ( 4.6- 5.7 t/l)] on (B)(6) 2017: 4.05 t/l. [Ultrasound scan] on (B)(6) 2016: images displayed at level of both horns compatible with essures. Normal schedules, free douglas; on (B)(6) 2016: left essure slightly displaced on the same side towards tube on same side without locating proximal end in myometrium. Internal genitalia with simple cyst possibly functional in right ovary/ normo-inserted right essure®. Left essure® displaced towards the tube on the same side without locating the proximal end in myometrium/ in avf, regular, lme of 5 mm, right essure normoinsert. Left essure displaced towards the tube on the same side without locating the proximal end in the niometrium. Internal genitalia with simple possibly functional cyst in re, left essure slightly displaced to tube on the same side.; on (B)(6)2017: all the pelvic organs normal. Pathological diagnosis: chronic nonspecific cervicitis and incomplete metaplasia, with no signs of malignancy or viral infection; on (B)(6) 2017: no significant alterations with presence of rest of essure in both coronal areas of the uterus. Complete analysis within normal values; on (B)(6) 2017: bladder with moderate distension without parietal or intraluminal alterations. No fluid seen in minor pelvis. Small rest of essures at level of uterine horns/ visualized liver parenchyma of normal size and echogenicity, with no focal lesions detected. Apparently patent suprahepatic and portal veins of normal caliber. Gallbladder without parietal or intraluminal alterations. No intra or extrahepatic bile duct dilation. Pancreatic area visualized without alterations of interest. Both kidneys of normal size and preserved parenchyma, with adequate corticomedullary differentiation. There are no ultrasound images suggestive of lithiasis or dilation of the urinary tract. Homogeneous spleen of normal size. Aorta of normal caliber. Bladder with moderate distension without parietal or intraluminal alterations. No free fluid is observed in the lesser pelvis. Uterus of normal size and morphology with little rest of essures at the level of the uterine horns.; on (B)(6) 2018: normal ovaries, rest of the internal genitalia absent due to previous surgery; (date unknown): left essure was displaced towards the tube on the same side without locating the proximal end in the myometrium, for which they recommended taking again the contraceptive pill [x-ray] on (B)(6) 2017: after bilateral salpingectomy, two metallic pinpoint images identified in minor pelvis in relation to two small fragments of essure, presumably one in each uterine horn; on (B)(6) 2017: metallic dotted images were identified in the minor pelvis in relation to two small essure fragments, presumably one in each uterine horn." She is informed that since she was asymptomatic and the rest of the device was in the uterine. Lot number: cs000x7, manufacture date: 2015-07-10, expiration date: 2018-04-28. Lot no: hed111x-invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jul-2023: quality safety evaluation of ptc. A technical investigation was conducted, including batch reviews, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("at check 4 months after insertion, the left essure was displaced towards tube on the same side without locating the proximal end in the myometrium"), device breakage ("two small fragments of essure seen on x-ray, presumably one in each uterine horn"), device expulsion ("after salpingectomy x-ray showed 2 metal fragments presumably in each uterine horn"), embedded device ("the devices are anchored and embedded in the tissues") and pelvic pain ("pelvic pain, chronic pain, abdominal pain in the left iliac fossa") in a 37 year-old female patient who had essure inserted (lot no. Hed111x-inv, cs000x7) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("two small fragments of essure seen on x-ray, presumably one in each uterine horn" from (B)(6) 2016 to (B)(6) 2017) and device ineffective ("non-obstructive left essure"). The patient had a medical history of bacterial vaginosis, lower abdominal discomfort, genital itching, runny nose, nasal congestion, umbilical hernia (umbilical herniorrhaphy), appendectomy, abortion (1), parity 2 and multigravida (3). Previously administered products included: metronidazole for bacterial vaginosis, drosure for contraception and influenza vaccine and metronidazole. Past adverse reactions to the above products included: hives with metronidazole. Concurrent conditions were listed as leukorrhea (persistent leucorrhea for 5 months of evolution), genital itching (intermittent genital itching 2 episodes / week, generally external for 5 months of evolution) and rhinoconjunctivitis (mild-moderate, intermittent) since 2016 as well as asthma (mild-moderate, intermittent, coughing spells with exercise), nonsmoker, mite allergy, allergic to cats, pollen allergy ((olive, grasses and ¿salsoa¿)), drug allergy (doubtful allergy to doxycycline, probable allergy to metronidazole (causes her hives)), nickel sensitivity, seafood allergy, food allergy (anisakis simplex), uterine anteflexion (uterus normal size and characteristics) and overweight (bmi 28). Concomitant products included oral contraceptive nos for oral contraception since (B)(6) 2016, ebastel (ebastine) for conjunctivitis since (B)(6) 2016, enantyum (dexketoprofen trometamol), symbicort (budesonide;formoterol fumarate), ranitidine, dexamethasone and salbutamol for cough. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced pelvic pain (seriousness criteria hospitalisation and intervention required). On (B)(6) 2016 she experienced abdominal distension ("bloating, no alterations of intestinal habit"), vulvovaginal mycotic infection ("fungal vaginitis suspected"), vaginal discharge ("foul-smelling secretions, thick leukorrhea/ secretions with bad smell") and inflammation ("inflammation"). On (B)(6) 2016 she experienced device dislocation (seriousness criteria hospitalisation and intervention required). On (B)(6) 2016 she experienced device breakage (seriousness criteria hospitalisation and intervention required) and device expulsion (seriousness criteria hospitalisation and intervention required). On (B)(6) 2017 she experienced cervicitis ("chronic nonspecific cervicitis") and uterine cervical metaplasia ("incomplete cervix metaplasia"). On (B)(6) 2017 she experienced post procedural haemorrhage ("little vaginal bleeding") and procedural pain ("controlled pain"). On (B)(6) 2018 she experienced scar pain ("occasional abdominal discomfort related to scarring"). An unknown time later she experienced embedded device (seriousness criteria hospitalisation and intervention required), abdominal pain ("abdominal pain"), pruritus ("itching"), genital haemorrhage ("excessive bleeding"), back pain ("lower back pain"), renal pain ("kidney pain"), loss of libido ("loss and lack of sexual appetite"), swelling ("swelling") and vaginal infection ("vaginitis"). The patient was hospitalised from (B)(6) 2016 for an unknown duration and from (B)(6) 2017 to (B)(6) 2017. The patient was treated with clotrimazole as well as surgery (bilateral salpingectomy (B)(6) 2016, laparoscopic hysterectomy (B)(6) 2017 and laparoscopic hysterectomy on (B)(6) 2017). On (B)(6) 2017, the device dislocation, device breakage and device expulsion had resolved. At the time of the report, the outcomes for pelvic pain, pruritus, abdominal distension, genital haemorrhage, vulvovaginal mycotic infection, vaginal discharge, back pain, renal pain, loss of libido, inflammation, cervicitis, uterine cervical metaplasia, scar pain, post procedural haemorrhage and procedural pain were unknown. The reporter considered abdominal distension, abdominal pain, back pain, cervicitis, device breakage, device dislocation, device expulsion, embedded device, genital haemorrhage, inflammation, loss of libido, pelvic pain, post procedural haemorrhage, procedural pain, pruritus, renal pain, scar pain, swelling, uterine cervical metaplasia, vaginal discharge, vaginal infection and vulvovaginal mycotic infection to be related to essure administration. The reporter commented: lot: ess305-r1; cs000x7. Lot: ess306; hed111x. Essure implantation uneventful. Following the implantation of the devices, various symptoms occurred: swelling, excessive bleeding, pelvic pain, foul-smelling secretions, loss and lack of sexual appetite, low back pain and itching. Four months after implantation, ultrasound indicated that the left essure was displaced towards the tube on the same side without locating the proximal end in the myometrium, so they recommend to take birth control pill again. On (B)(6) 2016, bilateral salpingectomy was performed in hospital to remove the devices. Then the doctors discharged her from hospital. After performing an x-ray in (B)(6) 2017, radiodiagnosis report indicated two metallic pinpoint images were identified in minor pelvis in relation to two small fragments of essure, presumably one in each uterine horn. On (B)(6) 2017, patient was admitted and had a total hysterectomy to remove essure. Satisfactory post-surgical evolution. Little vaginal bleeding. Controlled pain, no fever. On (B)(6) 2017, patient was discharged from hospital. On (B)(6) 2018, post hysterectomy review. Improvement, asymptomatic. Comments on occasional abdominal discomfort related to scarring without bleeding. Non-specific vaginal discharge. Discrepancy noted in essure insertion date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.01 kg/sqm. [Allergy test] in (B)(6) 2016: metronidazol test: positive in 48 h reading with cobalt chloride [biopsy cervix] on (B)(6) 2017: chronic nonspecific cervicitis with no signs of malignancy or viral infection [colposcopy] on (B)(6) 2017: acetowhite epithelium. Small-sized acetowhite epithelium observed at 1 o'clock attached to squamocolumnar limit [gynaecological examination] on (B)(6) 2016: non-specific leukorrhea; on (B)(6) 2016: closed cervix, mobile, painless on mobilization [haematocrit ( 40- 54 %)] on (B)(6) 2017: 36 % [haemoglobin ( 12- 16 g/dl)] on (B)(6) 2017: 11.5 g/dl [hysterosalpingogram] on (B)(6) 2016: right tubal obstruction. Non-obstructive left essure; on (B)(6) 2018: right tubal obstruction left essure non obstructive [laparoscopy] on (B)(6) 2017: hysterectomy: remains of essure visualized protruding through the left horn; both macroscopically normal ovaries with adherence to mesosalpinx [pathology test] on (B)(6) 2016: two tubal segments are received in the same container, with fimbriae of 4 and 5 cm in length respectively, which include fimbriae. Histologically, both tubal segments show a permeable lumen, lined by an epithelium without the presence of dysplasia; on (B)(6) 2016: extraction of right and left essure with ligasure. Functional aspect cyst puncture in right annex and content aspiration. Histology of 2 tubal segments: patent tubal segments without relevant histological changes; on (B)(6) 2017: total hysterectomy piece: endometrium with secretory change with foci of stromal decidualization and diffuse stromal hemorrhage. Histological changes usually observed in surrogate-adenomyosis; cervix uteri with mature and immature squamous metaplasia with foci of erosion and re-epithelialization and granulation tissue formation [red blood cell count ( 4.6- 5.7 t/l)] on (B)(6) 2017: 4.05 t/l [ultrasound scan] on (B)(6) 2016: images displayed at level of both horns compatible with essures. Normal schedules, free douglas; on (B)(6) 2016: left essure slightly displaced on the same side towards tube on same side without locating proximal end in myometrium. Internal genitalia with simple cyst possibly functional in right ovary/ normo-inserted right essure®. Left essure® displaced towards the tube on the same side without locating the proximal end in myometrium/ in avf, regular, lme of 5 mm, right essure normoinsert. Left essure displaced towards the tube on the same side without locating the proximal end in the niometrium. Internal genitalia with simple possibly functional cyst in re, left essure slightly displaced to tube on the same side.; on (B)(6) 2017: all the pelvic organs normal. Pathological diagnosis: chronic nonspecific cervicitis and incomplete metaplasia, with no signs of malignancy or viral infection; on (B)(6) 2017: no significant alterations with presence of rest of essure in both coronal areas of the uterus. Complete analysis within normal values; on (B)(6) 2017: bladder with moderate distension without parietal or intraluminal alterations. No fluid seen in minor pelvis. Small rest of essures at level of uterine horns/ visualized liver parenchyma of normal size and echogenicity, with no focal lesions detected. Apparently patent suprahepatic and portal veins of normal caliber. Gallbladder without parietal or intraluminal alterations. No intra or extrahepatic bile duct dilation. Pancreatic area visualized without alterations of interest. Both kidneys of normal size and preserved parenchyma, with adequate corticomedullary differentiation. There are no ultrasound images suggestive of lithiasis or dilation of the urinary tract. Homogeneous spleen of normal size. Aorta of normal caliber. Bladder with moderate distension without parietal or intraluminal alterations. No free fluid is observed in the lesser pelvis. Uterus of normal size and morphology with little rest of essures at the level of the uterine horns.; on (B)(6) 2018: normal ovaries, rest of the internal genitalia absent due to previous surgery; (date unknown): left essure was displaced towards the tube on the same side without locating the proximal end in the myometrium, for which they recommended taking again the contraceptive pill [x-ray] in (B)(6) 2017: after bilateral salpingectomy, two metallic pinpoint images identified in minor pelvis in relation to two small fragments of essure, presumably one in each uterine horn; on (B)(6) 2017: metallic dotted images were identified in the minor pelvis in relation to two small essure fragments, presumably one in each uterine horn." She is informed that since she was asymptomatic and the rest of the device was in the uterine. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 19-jul-2023: medical record received. Events device embedded, vaginitis, and swelling added. Lab data added. Medical history, concomitant drug, and historical drug added. New reporters added. A technical investigation will be conducted, including batch reviews, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("at check 4 months after insertion, left essure slightly displaced towards tube on same side, non-obstructive left essure"), device expulsion ("after salpingectomy x-ray showed 2 metal fragments presumably in each uterine horn") and device breakage ("two small fragments of essure seen on x-ray, presumably one in each uterine horn") in a 37 year-old female patient who had essure inserted (lot no. Hed111x-inv, cs000x7) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: contraceptive device removal incomplete ("two small fragments of essure seen on x-ray, presumably one in each uterine horn" from (B)(6) 2016 to (B)(6) 2017). The patient had a medical history of umbilical hernia (umbilical herniorrhaphy), appendectomy, abortion (1), parity 2 and multigravida (3). Previously administered products included: metronidazole for bacterial vaginosis, drosure for contraception and influenza vaccine. Past adverse reactions to the above products included: hives with metronidazole. Concurrent conditions were listed as leukorrhea (persistent leucorrhea for 5 months of evolution), genital itching (intermittent genital itching 2 episodes / week, generally external for 5 months of evolution) and rhinoconjunctivitis (mild-moderate, intermittent) since 2016 as well as asthma (mild-moderate, intermittent, coughing spells with exercise), nonsmoker, mite allergy, allergic to cats, pollen allergy ((olive, grasses and ¿salsoa¿)), drug allergy (doubtful allergy to doxycycline, probable allergy to metronidazole (causes her hives)), nickel sensitivity, seafood allergy, food allergy (anisakis simplex), uterine anteflexion (uterus normal size and characteristics) and overweight (bmi 28). Concomitant products included oral contraceptive nos for oral contraception since (B)(6) 2016, ebastel (ebastine) for conjunctivitis since (B)(6) 2016, symbicort (budesonide;formoterol fumarate), ranitidine, dexamethasone and salbutamol for cough. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced pelvic pain female ("pelvic pain, abdominal pain in the left iliac fossa"). On (B)(6) 2016 she experienced vaginosis fungal nos ("fungal vaginitis suspected"), offensive vaginal discharge ("foul-smelling secretions, thick leukorrhea"), bloating ("bloating, no alterations of intestinal habit") and inflammation nos ("inflammation"). On (B)(6) 2016 she experienced device dislocation (seriousness criteria hospitalisation and intervention required). On (B)(6) 2016 she experienced partial expulsion of device (seriousness criteria hospitalisation and intervention required) and device breakage (seriousness criteria medically important and intervention required). On (B)(6) 2017 she experienced chronic cervicitis ("chronic nonspecific cervicitis") and metaplasia ("incomplete metaplasia"). On (B)(6) 2017 she experienced postoperative hemorrhage ("little vaginal bleeding") and postoperative pain ("controlled pain"). On (B)(6) 2018 she experienced scar pain ("occasional abdominal discomfort related to scarring"). An unknown time later she experienced bleeding genital ("excessive bleeding"), low back pain ("lower back pain"), loss of libido ("loss and lack of sexual appetite"), itching ("itching") and kidney pain ("kidney pain"). The patient was hospitalised from (B)(6) 2016 for an unknown duration and from (B)(6) 2017 to (B)(6) 2017. The patient was treated with clotrimazole as well as surgery (bilateral salpingectomy (B)(6) 2016 and laparoscopic hysterectomy (B)(6) 2017). On (B)(6) 2017, device dislocation, device expulsion and device breakage had resolved. At the time of the report, the outcomes for pelvic pain, genital haemorrhage, vulvovaginal mycotic infection, vaginal discharge, back pain, loss of libido, pruritus, abdominal distension, inflammation, cervicitis, metaplasia, scar pain, post procedural haemorrhage, procedural pain and renal pain were unknown. The reporter considered abdominal distension, back pain, cervicitis, device breakage, device dislocation, device expulsion, genital haemorrhage, inflammation, loss of libido, metaplasia, pelvic pain, post procedural haemorrhage, procedural pain, pruritus, renal pain, scar pain, vaginal discharge and vulvovaginal mycotic infection to be related to essure administration. The reporter commented: lot: ess305-r1; cs000x7. Lot: ess306; hed111x. Essure implantation uneventful. Following the implantation of the devices, various symptoms occurred: swelling, excessive bleeding, pelvic pain, foul-smelling secretions, loss and lack of sexual appetite, low back pain and itching. Four months after implantation, ultrasound indicated that the left essure was displaced towards the tube on the same side without locating the proximal end in the myometrium, so they recommend to take birth control pill again. On (B)(6) 2016, bilateral salpingectomy was performed in hospital to remove the devices. Then the doctors discharged her from hospital. After performing an x-ray in (B)(6) 2017, radiodiagnosis report indicated two metallic pinpoint images were identified in minor pelvis in relation to two small fragments of essure, presumably one in each uterine horn. On (B)(6) 2017, patient was admitted and had a total hysterectomy to remove essure. Satisfactory post-surgical evolution. Little vaginal bleeding. Controlled pain, no fever. On (B)(6) 2017, patient was discharged from hospital. On (B)(6) 2018, post hysterectomy review. Improvement, asymptomatic. Comments on occasional abdominal discomfort related to scarring without bleeding. Non-specific vaginal discharge. Discrepancy noted in essure insertion date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.01 kg/sqm. [Allergy test] in (B)(6) 2016: metronidazol test: positive in 48 h reading with cobalt chloride [biopsy cervix] on (B)(6) 2017: chronic nonspecific cervicitis with no signs of malignancy or viral infection [colposcopy] on (B)(6) 2017: acetowhite epithelium. Small-sized acetowhite epithelium observed at 1 o'clock attached to squamocolumnar limit [gynaecological examination] on (B)(6) 2016: non-specific leukorrhea; on (B)(6) 2016: closed cervix, mobile, painless on mobilization [haematocrit ( 40- 54 %)] on (B)(6) 2017: 36 % [haemoglobin ( 12- 16 g/dl)] on (B)(6) 2017: 11.5 g/dl [hysterosalpingogram] on (B)(6) 2016: right tubal obstruction. Non-obstructive left essure [laparoscopy] on (B)(6) 2017: hysterectomy: remains of essure visualized protruding through the left horn; both macroscopically normal ovaries with adherence to mesosalpinx [pathology test] on (B)(6) 2016: extraction of right and left essure with ligasure. Functional aspect cyst puncture in right annex and content aspiration. Histology of 2 tubal segments: patent tubal segments without relevant histological changes; on (B)(6) 2017: total hysterectomy piece: endometrium with secretory change with foci of stromal decidualization and diffuse stromal hemorrhage. Histological changes usually observed in surrogate-adenomyosis-cervix uteri with mature and immature squamous metaplasia with foci of erosion and re-epithelialization and granulation tissue formation [red blood cell count ( 4.6- 5.7 t/l)] on (B)(6) 2017: 4.05 t/l [ultrasound scan] on (B)(6) 2016: images displayed at level of both horns compatible with essures. Normal schedules, free douglas; on (B)(6) 2016: left essure slightly displaced on the same side towards tube on same side without locating proximal end in myometrium. Internal genitalia with simple cyst possibly functional in right ovary.; on (B)(6) 2017: all the pelvic organs normal. Pathological diagnosis: chronic nonspecific cervicitis and incomplete metaplasia, with no signs of malignancy or viral infection.; on (B)(6) 2017: no significant alterations with presence of rest of essure in both coronal areas of the uterus. Complete analysis within normal values; on (B)(6) 2017: bladder with moderate distension without parietal or intraluminal alterations. No fluid seen in minor pelvis. Small rest of essures at level of uterine horns; on (B)(6) 2018: normal ovaries, rest of the internal genitalia absent due to previous surgery [x-ray] in (B)(6) 2017: after bilateral salpingectomy, two metallic pinpoint images identified in minor pelvis in relation to two small fragments of essure, presumably one in each uterine horn. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 07-jun-2022: event renal pain was added. Reporter causality comment was updated. A technical investigation was conducted, including batch reviews, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('at check 4 months after insertion, left essure slightly displaced towards tube on same side, non-obstructive left essure'), device expulsion ('after salpingectomy x-ray showed 2 metal fragments presumably in each uterine horn') and device breakage ('two small fragments of essure seen on x-ray, presumably one in each uterine horn') in a 37-year-old female patient who had essure (batch no. Hed111x-inv, cs000x7) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3), parity 2, abortion (1), appendectomy and umbilical hernia (umbilical herniorrhaphy). Previously administered products included for bacterial vaginosis: metronidazole in (B)(6) 2016; for contraception: drosure; for an unreported indication: flu vaccination. Past adverse reactions to the above products included urticaria with metronidazole. Concurrent conditions included rhinoconjunctivitis (mild-moderate, intermittent) since (B)(6) 2016, genital itching (intermittent genital itching 2 episodes / week, generally external for 5 months of evolution) since (B)(6) 2016, leukorrhea (persistent leucorrhea for 5 months of evolution) since (B)(6) 2016, overweight (bmi 28), uterine anteflexion (uterus normal size and characteristics), food allergy (anisakis simplex), seafood allergy, nickel sensitivity, drug allergy (doubtful allergy to doxycycline, probable allergy to metronidazole (causes her hives)), pollen allergy ((olive, grasses and ¿salsoa¿)), allergic to cats, mite allergy, nonsmoker and asthma (mild-moderate, intermittent, coughing spells with exercise). Concomitant products included oral contraceptive nos since (B)(6) 2016 for oral contraception, salbutamol for paroxysmal cough, ebastine (ebastel) since (B)(6) 2016 for rhinoconjunctivitis as well as budesonide;formoterol fumarate (symbicort), dexamethasone and ranitidine. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain, abdominal pain in the left iliac fossa"). On (B)(6) 2016, the patient experienced vulvovaginal mycotic infection ("fungal vaginitis suspected"), vaginal discharge ("foul-smelling secretions, thick leukorrhea"), abdominal distension ("bloating, no alterations of intestinal habit") and inflammation ("inflammation"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required), device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("two small fragments of essure seen on x-ray, presumably one in each uterine horn"). On (B)(6) 2017, the patient experienced cervicitis ("chronic nonspecific cervicitis") and metaplasia ("incomplete metaplasia"). On (B)(6) 2017, the patient experienced post procedural haemorrhage ("little vaginal bleeding") and procedural pain ("controlled pain"). On (B)(6) 2018, the patient experienced scar pain ("occasional abdominal discomfort related to scarring"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding"), back pain ("lower back pain"), loss of libido ("loss and lack of sexual appetite") and pruritus ("itching"). The patient was hospitalized on (B)(6) 2016 and then from (B)(6) 2017 to (B)(6) 2017. The patient was treated with clotrimazole and surgery (bilateral salpingectomy (B)(6) 2016 and laparoscopic hysterectomy (B)(6) 2017). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the device dislocation, device expulsion, device breakage and complication of device removal had resolved. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal mycotic infection, vaginal discharge, back pain, loss of libido, pruritus, abdominal distension, inflammation, cervicitis, metaplasia, scar pain, post procedural haemorrhage and procedural pain outcome was unknown. The reporter considered abdominal distension, back pain, cervicitis, complication of device removal, device breakage, device dislocation, device expulsion, genital haemorrhage, inflammation, loss of libido, metaplasia, pelvic pain, post procedural haemorrhage, procedural pain, pruritus, scar pain, vaginal discharge and vulvovaginal mycotic infection to be related to essure. The reporter commented: lot: ess305-r1; cs000x7. Lot: ess306; hed111x. Essure implantation uneventful. Following the implantation of the devices, various symptoms occurred: swelling, excessive bleeding, pelvic pain, foul-smelling secretions, loss and lack of sexual appetite, low back pain and itching. Four months after implantation, ultrasound indicated that the left essure was displaced towards the tube on the same side without locating the proximal end in the myometrium, so they recommend to take birth control pill again. On (B)(6) 2016, bilateral salpingectomy was performed in hospital to remove the devices. Then the doctors discharged her from hospital. After performing an x-ray in (B)(6) 2017, radiodiagnosis report indicated two metallic pinpoint images were identified in minor pelvis in relation to two small fragments of essure, presumably one in each uterine horn. On (B)(6) 2017, patient was admitted and had a total hysterectomy to remove essure. Satisfactory post-surgical evolution. Little vaginal bleeding. Controlled pain, no fever. On (B)(6) 2017, patient was discharged from hospital. On (B)(6) 2018, post hysterectomy review. Improvement, asymptomatic. Comments on occasional abdominal discomfort related to scarring without bleeding. Non-specific vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Allergy test - in (B)(6) 2016: metronidazole test: positive in 48 h reading with cobalt chloride. Biopsy cervix - on (B)(6) 2017: chronic nonspecific cervicitis with no signs of malignancy or viral infection. Colposcopy - on (B)(6) 2017: acetowhite epithelium. Small-sized acetowhite epithelium observed at 1 o'clock attached to squamocolumnar limit. Gynaecological examination - on (B)(6) 2016: non-specific leukorrhea; on (B)(6) 2016: closed cervix, mobile, painless on mobilization. Haematocrit (40 - 54 %) - on (B)(6) 2017: 36 %. Haemoglobin (12 - 16 g/dl) - on (B)(6) 2017: 11.5 g/dl. Hysterosalpingogram - on (B)(6) 2016: right tubal obstruction. Non-obstructive left essure. Laparoscopy - on (B)(6) 2017: hysterectomy: remains of essure visualized protruding through the left horn; both macroscopically normal ovaries with adherence to mesosalpinx. Pathology test - on (B)(6) 2016: extraction of right and left essure with ligasure. Functional aspect cyst puncture in right annex and content aspiration. Histology of 2 tubal segments: patent tubal segments without relevant histological changes; on (B)(6) 2017: total hysterectomy piece: endometrium with secretory change with foci of stromal decidualization and diffuse stromal hemorrhage. Histological changes usually observed in surrogate-adenomyosis-cervix uteri with mature and immature squamous metaplasia with foci of erosion and re-epithelialization and granulation tissue formation. Red blood cell count (4.6 - 5.7 t/l) - on (B)(6) 2017: 4.05 t/l. Ultrasound scan - on (B)(6) 2016: images displayed at level of both horns compatible with essures. Normal schedules, free douglas; on (B)(6) 2016: left essure slightly displaced on the same side towards tube on same side without locating proximal end in myometrium. Internal genitalia with simple cyst possibly functional in right ovary.; on (B)(6) 2017: all the pelvic organs normal. Pathological diagnosis: chronic nonspecific cervicitis and incomplete metaplasia, with no signs of malignancy or viral infection.; on (B)(6) 2017: no significant alterations with presence of rest of essure in both coronal areas of the uterus. Complete analysis within normal values; on (B)(6) 2017: bladder with moderate distension without parietal or intraluminal alterations. No fluid seen in minor pelvis. Small rest of essures at level of uterine horns; on (B)(6) 2018: normal ovaries, rest of the internal genitalia absent due to previous surgery. X-ray - in (B)(6) 2017: after bilateral salpingectomy, two metallic pinpoint images identified in minor pelvis in relation to two small fragments of essure, presumably one in each uterine horn. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including batch reviews, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("at check 4 months after insertion, the left essure was displaced towards tube on the same side without locating the proximal end in the myometrium"), device breakage ("two small fragments of essure seen on x-ray, presumably one in each uterine horn"), device expulsion ("after salpingectomy x-ray showed 2 metal fragments presumably in each uterine horn"), embedded device ("the devices are anchored and embedded in the tissues") and pelvic pain ("pelvic pain, chronic pain, abdominal pain in the left iliac fossa") in a 37 year-old female patient who had essure inserted (lot no. Cs000x7) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("two small fragments of essure seen on x-ray, presumably one in each uterine horn" from (B)(6) 2016 to (B)(6) 2017) and device ineffective ("non-obstructive left essure"). The patient had a medical history of abortion, asthma, vaginal itching, bacterial vaginosis, lower abdominal discomfort, genital itching, runny nose, nasal congestion, umbilical hernia (umbilical herniorrhaphy), appendectomy, abortion (1), parity 2 (2 normal deliveries of 3100 and 3200 grams each) and multigravida (3). Previously administered products included: metronidazole for bacterial vaginosis, drosure for contraception and influenza vaccine and metronidazole. Past adverse reactions to the above products included: hives with metronidazole. Concurrent conditions were listed as leukorrhea (persistent leucorrhea for 5 months of evolution), genital itching (intermittent genital itching 2 episodes / week, generally external for 5 months of evolution) and rhinoconjunctivitis (mild-moderate, intermittent) since 2016 as well as asthma (mild-moderate, intermittent, coughing spells with exercise), nonsmoker, mite allergy, allergic to cats, pollen allergy ((olive, grasses and ¿salsoa¿)), drug allergy (doubtful allergy to doxycycline, probable allergy to metronidazole (causes her hives)), nickel sensitivity, seafood allergy (shellfish), food allergy (anisakis simplex), uterine anteflexion (uterus normal size and characteristics) and overweight (bmi 28). Concomitant products included oral contraceptive nos for oral contraception since (B)(6) 2016, ebastel (ebastine) for conjunctivitis since (B)(6) 2016, metronidazole, enantyum (dexketoprofen trometamol), symbicort (budesonide;formoterol fumarate), ranitidine, dexamethasone and salbutamol for cough. On (B)(6) 2016, the patient had essure inserted. On b)(6) 2016, the day of essure insertion, she experienced pelvic pain (seriousness criteria hospitalisation and intervention required). On (B)(6) 2016 she experienced abdominal distension ("bloating, no alterations of intestinal habit"), vulvovaginal mycotic infection ("fungal vaginitis suspected / mycotic vaginitis"), vaginal discharge ("foul-smelling secretions, thick leukorrhea/ secretions with bad smell") and inflammation ("inflammation"). In (B)(6) 2016 she experienced back pain ("lower back pain"). On (B)(6) 2016 she experienced device dislocation (seriousness criteria hospitalisation and intervention required). On (B)(6) 2016 she experienced device breakage (seriousness criteria hospitalisation and intervention required) and device expulsion (seriousness criteria hospitalisation and intervention required). On (B)(6) 2017 she experienced cervicitis ("chronic nonspecific cervicitis") and uterine cervical metaplasia ("incomplete cervix metaplasia"). In (B)(6) 2017 she experienced swelling ("swelling"). On (B)(6) 2017 she experienced post procedural haemorrhage ("little vaginal bleeding") and procedural pain ("controlled pain"). On (B)(6) 2018 she experienced scar pain ("occasional abdominal discomfort related to scarring"). On unknown date she experienced embedded device (seriousness criteria hospitalisation and intervention required), abdominal pain lower ("abdominal pain / abdominal pain in the left iliac fossa"), pruritus ("itching"), genital haemorrhage ("excessive bleeding/ spotting"), a first episode of renal pain ("kidney pain"), loss of libido ("loss and lack of sexual appetite"), vaginal infection ("vaginitis"), vulvovaginal pruritus ("vaginal pruritus"), adenomyosis ("adenomyosis"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (pain during sexual intercourse)"), urinary tract infection ("urine infection"), heavy menstrual bleeding ("heavier menstrual bleeding"), urinary incontinence ("she leaked urine sometimes during sexual intercourse"), pruritus genital ("genital pruritus"), bacterial vaginosis ("bacterial vaginosis"), ovarian cyst ("functional cyst in the right ovary") and a second episode of renal pain ("kidney pain"). The patient was hospitalised from (B)(6) 2016 for an unknown duration and from (B)(6) 2017 to (B)(6)2017. The patient was treated with clotrimazole as well as surgery (bilateral salpingectomy on (B)(6) 2016, laparoscopic hysterectomy on (B)(6) 2017, laparoscopic hysterectomy on (B)(6) 2017 and laparoscopic hysterectomy on (B)(6) 2017). On (B)(6) 2017, the device dislocation, device breakage and device expulsion had resolved. At the time of the report, the vaginal infection and abdominal pain had resolved. The outcomes for pelvic pain, pruritus, genital haemorrhage, vulvovaginal mycotic infection, vaginal discharge, back pain, loss of libido, inflammation, cervicitis, uterine cervical metaplasia, scar pain, post procedural haemorrhage, procedural pain, vulvovaginal pruritus, adenomyosis, dyspareunia, urinary tract infection, heavy menstrual bleeding, urinary incontinence, pruritus genital, bacterial vaginosis, ovarian cyst and the last episode of renal pain were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, back pain, bacterial vaginosis, cervicitis, device breakage, device dislocation, device expulsion, dyspareunia, embedded device, genital haemorrhage, heavy menstrual bleeding, inflammation, loss of libido, ovarian cyst, pelvic pain, post procedural haemorrhage, procedural pain, pruritus, pruritus genital, the first episode of renal pain, the second episode of renal pain, scar pain, swelling, urinary incontinence, urinary tract infection, uterine cervical metaplasia, vaginal discharge, vaginal infection, vulvovaginal mycotic infection and vulvovaginal pruritus to be related to essure administration. The reporter commented: lot: ess305-r1; cs000x7. (Lot: ess306: hed111x - invalid) essure implantation uneventful/ no accidents. Following the implantation of the devices, various symptoms occurred: swelling, excessive bleeding, pelvic pain, foul-smelling secretions, loss and lack of sexual appetite, low back pain and itching. Four months after implantation, ultrasound indicated that the left essure was displaced towards the tube on the same side without locating the proximal end in the myometrium, so they recommend to take birth control pill again. On (B)(6) 2016, bilateral salpingectomy was performed in hospital to remove the devices, patient discharged and asymptomatic. After performing an x-ray in (B)(6) 2017 to confirm complete extraction, two metallic pinpoint images were identified in minor pelvis in relation to two small fragments of essure, presumably one in each uterine horn. Patient was told she did not require further treatment. On (B)(6) 2017, the patient underwent an abdominopelvic ultrasound with description of the essure rests in the uterine horns. She continued to report low back pain and abdominal distension, for which she desired a hysterectomy. On (B)(6) 2017, patient was admitted and had a total hysterectomy to remove essure. Satisfactory post-surgical evolution. Little vaginal bleeding. Controlled pain, no fever. On (B)(6) 2017, patient was discharged from hospital. On (B)(6) 2018, post hysterectomy review. Improvement, asymptomatic. Comments on occasional abdominal discomfort related to scarring without bleeding. Non-specific vaginal discharge. Discrepancy noted in essure insertion date: on (B)(6) 2016 on (B)(6) 2016, nickel sensitization was ruled out using true test, which was negative for nickel at 48 and 96 hours. After the operation, the patient reported that she remained asymptomatic for a period of time that she could not specify, but the abdominal swelling, itching and vulvar irritation reappeared. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.01 kg/sqm. [Allergy test] on (B)(6) 2016: nickel sensitization ruled out using true test, negative for nickel at 48 and 96 hours; in (B)(6) 2016: metronidazol test: positive in 48 h reading with cobalt chloride [biopsy cervix] on (B)(6) 2017: chronic nonspecific cervicitis with no signs of malignancy or viral infection [colposcopy] on (B)(6) 2017: acetowhite epithelium. Small-sized acetowhite epithelium observed at 1 o'clock attached to squamocolumnar limit [gynaecological examination] on (B)(6) 2016: non-specific leukorrhea; on (B)(6) 2016: closed cervix, mobile, painless on mobilization [haematocrit ( 40- 54 %)] on (b)6) 2017: 36 % [haemoglobin ( 12- 16 g/dl)] on (B)(6) 2017: 11.5 g/dl [hysterosalpingogram] on (B)(6) 2016: right tubal obstruction. Non-obstructive left essure; on (B)(6) 2018: right tubal obstruction left essure non obstructive [laparoscopy] on (B)(6) 2017: hysterectomy: remains of essure visualized protruding through the left horn; both macroscopically normal ovaries with adherence to mesosalpinx [pathology test] on (B)(6) 2016: two tubal segments received, with fimbriae of 4 and 5 cm in length, respectively, which include fimbriae. Histologically, both tubal segments show a permeable lumen, lined by an epithelium without the presence of dysplasia; on (B)(6) 2016: extraction of right and left essure with ligasure. Functional aspect cyst puncture in right annex and content aspiration. Histology of 2 tubal segments: patent tubal segments without relevant histological changes; on (B)(6) 2017: total hysterectomy piece: endometrium with secretory change with foci of stromal decidualization and diffuse stromal hemorrhage. Histological changes usually observed in surrogate-adenomyosis; cervix uteri with mature and immature squamous metaplasia with foci of erosion and re-epithelialization and granulation tissue formation and total hysterectomy specimen: endometrium with secretory changes, with foci of decidualisation of the stroma and diffuse stromal haemorrhage. Histological changes usually observed in replacement therapy. Adenomyosis. Uterine cervix with mature and immature squamous metaplasia, with foci of erosion and reepithelialisation and formation of granulation tissue. [Red blood cell count ( 4.6- 5.7 t/l)] on (B)(6) 2017: 4.05 t/l [ultrasound scan] on (B)(6) 2016: images displayed at level of both horns compatible with essures. Normal schedules, free douglas; on (B)(6) 2016: left essure slightly displaced on the same side towards tube on same side without locating proximal end in myometrium. Internal genitalia with simple cyst possibly functional in right ovary/ normo-inserted right essure®. Left essure® displaced towards the tube on the same side without locating the proximal end in myometrium/ in avf, regular, lme of 5 mm, right essure normoinsert. Left essure displaced towards the tube on the same side without locating the proximal end in the niometrium. Internal genitalia with simple possibly functional cyst in re, left essure slightly displaced to tube on the same side. And slight displacement of the left essure towards the tube; on (B)(6) 2017: all the pelvic organs normal. Pathological diagnosis: chronic nonspecific cervicitis and incomplete metaplasia, with no signs of malignancy or viral infection; on (B)(6) 2017: no significant alterations with presence of rest of essure in both coronal areas of the uterus. Complete analysis within normal values; on (B)(6) 2017: bladder with moderate distension without parietal or intraluminal alterations. No fluid seen in minor pelvis. Small rest of essures at level of uterine horns. Visualized liver parenchyma of normal size and echogenicity, with no focal lesions detected. Apparently patent suprahepatic and portal veins of normal caliber. Gallbladder without parietal or intraluminal alterations. No intra or extrahepatic bile duct dilation. Pancreatic area visualized without alterations of interest. Both kidneys of normal size and preserved parenchyma, with adequate corticomedullary differentiation. There are no ultrasound images suggestive of lithiasis or dilation of the urinary tract. Homogeneous spleen of normal size. Aorta of normal caliber. Bladder with moderate distension without parietal or intraluminal alterations. No free fluid is observed in the lesser pelvis. Uterus of normal size and morphology with little rest of essures at the level of the uterine horns and normal abdominopelvic organs. No free fluid in the lesser pelvis. Uterus of normal size and morphology with small remain of essure at the level of the uterine horns.; on (B)(6) 2018: normal ovaries, rest of the internal genitalia absent due to previous surgery; (dates unknown): left essure was displaced towards the tube on the same side without locating the proximal end in the myometrium, for which they recommended taking again the contraceptive pill and no significant findings, except for thick leucorrhoea compatible with mycosis, and images in both horns compatible with essure [x-ray] in (B)(6) 2017: after bilateral salpingectomy, two metallic pinpoint images identified in minor pelvis in relation to two small fragments of essure, presumably one in each uterine horn; on (B)(6) 2017: metallic dotted images were identified in the minor pelvis in relation to two small essure fragments, presumably one in each uterine horn. She is informed that since she was asymptomatic and the rest of the device was in the uterus she did not require further treatment lot number: cs000x7 manufacture date: 2015-07-10 expiration date: 2018-04-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-apr-2024: new events, abdominal pain, uti, dyspareunia, heavy menses, genital pruritus, urinary continence, bacterial vaginosis, ovarian cyst was added. Lab data including surgical pathology report added. Medical history, concomitant drugs, concomitant conditions were added. A technical investigation was conducted, including batch reviews, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("at check 4 months after insertion, the left essure was displaced towards tube on the same side without locating the proximal end in the myometrium"), device breakage ("two small fragments of essure seen on x-ray, presumably one in each uterine horn"), device expulsion ("after salpingectomy x-ray showed 2 metal fragments presumably in each uterine horn"), embedded device ("the devices are anchored and embedded in the tissues") and pelvic pain ("pelvic pain, chronic pain, abdominal pain in the left iliac fossa") in a 37 year-old female patient who had essure inserted (lot no. Cs000x7) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("two small fragments of essure seen on x-ray, presumably one in each uterine horn" from (B)(6) 2016 to (B)(6) 2017) and device ineffective ("non-obstructive left essure"). The patient had a medical history of vaginal itching, bacterial vaginosis, lower abdominal discomfort, genital itching, runny nose, nasal congestion, umbilical hernia (umbilical herniorrhaphy), appendectomy, abortion (1), parity 2 and multigravida (3). Previously administered products included: metronidazole for bacterial vaginosis, drosure for contraception and influenza vaccine and metronidazole. Past adverse reactions to the above products included: hives with metronidazole. Concurrent conditions were listed as leukorrhea (persistent leucorrhea for 5 months of evolution), genital itching (intermittent genital itching 2 episodes / week, generally external for 5 months of evolution) and rhinoconjunctivitis (mild-moderate, intermittent) since 2016 as well as asthma (mild-moderate, intermittent, coughing spells with exercise), nonsmoker, mite allergy, allergic to cats, pollen allergy ((olive, grasses and ¿salsoa¿)), drug allergy (doubtful allergy to doxycycline, probable allergy to metronidazole (causes her hives)), nickel sensitivity, seafood allergy, food allergy (anisakis simplex), uterine anteflexion (uterus normal size and characteristics) and overweight (bmi 28). Concomitant products included oral contraceptive nos for oral contraception since (B)(6) 2016, ebastel (ebastine) for conjunctivitis since (B)(6) 2016, enantyum (dexketoprofen trometamol), symbicort (budesonide; formoterol fumarate), ranitidine, dexamethasone and salbutamol for cough. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced pelvic pain (seriousness criteria hospitalisation and intervention required). On (B)(6) 2016, she experienced abdominal distension ("bloating, no alterations of intestinal habit"), vulvovaginal mycotic infection ("fungal vaginitis suspected / mycotic vaginitis"), vaginal discharge ("foul-smelling secretions, thick leukorrhea/ secretions with bad smell") and inflammation ("inflammation"). In (B)(6) 2016, she experienced back pain ("lower back pain"). On (B)(6) 2016, she experienced device dislocation (seriousness criteria hospitalisation and intervention required). On (B)(6) 2016, she experienced device breakage (seriousness criteria hospitalisation and intervention required) and device expulsion (seriousness criteria hospitalisation and intervention required). On (B)(6) 2017, she experienced cervicitis ("chronic nonspecific cervicitis") and uterine cervical metaplasia ("incomplete cervix metaplasia"). In (B)(6) 2017, she experienced swelling ("swelling"). On (B)(6) 2017, she experienced post procedural haemorrhage ("little vaginal bleeding") and procedural pain ("controlled pain"). On (B)(6) 2018, she experienced scar pain ("occasional abdominal discomfort related to scarring"). An unknown time later she experienced embedded device (seriousness criteria hospitalisation and intervention required), abdominal pain lower ("abdominal pain/abdominal pain in the left iliac fossa"), pruritus ("itching"), genital haemorrhage ("excessive bleeding/spotting"), renal pain ("kidney pain"), loss of libido ("loss and lack of sexual appetite"), vaginal infection ("vaginitis"), vulvovaginal pruritus ("vaginal pruritus") and adenomyosis ("adenomyosis"). The patient was hospitalised from (B)(6) 2016 for an unknown duration and from (B)(6) 2017 to (B)(6) 2017. The patient was treated with clotrimazole as well as surgery (bilateral salpingectomy (B)(6) 2016, laparoscopic hysterectomy (B)(6) 2017, laparoscopic hysterectomy (B)(6) 2017 and laparoscopic hysterectomy on (B)(6) 2017). On (B)(6) 2017, the device dislocation, device breakage and device expulsion had resolved. At the time of the report, the outcomes for pelvic pain, pruritus, abdominal distension, genital haemorrhage, vulvovaginal mycotic infection, vaginal discharge, back pain, renal pain, loss of libido, inflammation, cervicitis, uterine cervical metaplasia, scar pain, post procedural haemorrhage, procedural pain, vulvovaginal pruritus and adenomyosis were unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, back pain, cervicitis, device breakage, device dislocation, device expulsion, embedded device, genital haemorrhage, inflammation, loss of libido, pelvic pain, post procedural haemorrhage, procedural pain, pruritus, renal pain, scar pain, swelling, uterine cervical metaplasia, vaginal discharge, vaginal infection, vulvovaginal mycotic infection and vulvovaginal pruritus to be related to essure administration. The reporter commented: lot: ess305-r1; cs000x7. (Lot: ess306: hed111x - invalid) essure implantation uneventful/no accidents. Following the implantation of the devices, various symptoms occurred: swelling, excessive bleeding, pelvic pain, foul-smelling secretions, loss and lack of sexual appetite, low back pain and itching. Four months after implantation, ultrasound indicated that the left essure was displaced towards the tube on the same side without locating the proximal end in the myometrium, so they recommend to take birth control pill again. On (B)(6) 2016, bilateral salpingectomy was performed in hospital to remove the devices, patient discharged and asymptomatic. After performing an x-ray in (B)(6) 2017 to confirm complete extraction, two metallic pinpoint images were identified in minor pelvis in relation to two small fragments of essure, presumably one in each uterine horn. Patient was told she did not require further treatment. On (B)(6) 2017, the patient underwent an abdominopelvic ultrasound with description of the essure rests in the uterine horns. She continued to report low back pain and abdominal distension, for which she desired a hysterectomy. On (B)(6) 2017, patient was admitted and had a total hysterectomy to remove essure. Satisfactory post-surgical evolution. Little vaginal bleeding. Controlled pain, no fever. On (B)(6) 2017, patient was discharged from hospital. On (B)(6) 2018, post hysterectomy review. Improvement, asymptomatic. Comments on occasional abdominal discomfort related to scarring without bleeding. Non-specific vaginal discharge. Discrepancy noted in essure insertion date: (B)(6) 2016. On (B)(6) 2016, nickel sensitisation was ruled out using true test, which was negative for nickel at 48 and 96 hours. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.01 kg/sqm. [Allergy test] on (B)(6) 2016: nickel sensitization ruled out using true test, negative for nickel at 48 and 96 hours; in (B)(6) 2016: metronidazol test: positive in 48 h reading with cobalt chloride. [Biopsy cervix] on (B)(6) 2017: chronic nonspecific cervicitis with no signs of malignancy or viral infection. [Colposcopy] on (B)(6) 2017: acetowhite epithelium. Small-sized acetowhite epithelium observed at 1 o'clock attached to squamocolumnar limit. [Gynaecological examination] on (B)(6) 2016: non-specific leukorrhea; on (B)(6) 2016: closed cervix, mobile, painless on mobilization. [Haematocrit (40- 54 %)] on (B)(6) 2017: 36 %. [Haemoglobin (12- 16 g/dl)] on (B)(6) 2017: 11.5 g/dl. [Hysterosalpingogram] on (B)(6) 2016: right tubal obstruction. Non-obstructive left essure; on (B)(6) 2018: right tubal obstruction left essure non obstructive. [Laparoscopy] on (B)(6) 2017: hysterectomy: remains of essure visualized protruding through the left horn; both macroscopically normal ovaries with adherence to mesosalpinx. [Pathology test] on (B)(6) 2016: two tubal segments received, with fimbriae of 4 and 5 cm in length, respectively, which include fimbriae. Histologically, both tubal segments show a permeable lumen, lined by an epithelium without the presence of dysplasia; on 22-dec-2016: extraction of right and left essure with ligasure. Functional aspect cyst puncture in right annex and content aspiration. Histology of 2 tubal segments: patent tubal segments without relevant histological changes; on (B)(6) 2017: total hysterectomy piece: endometrium with secretory change with foci of stromal decidualization and diffuse stromal hemorrhage. Histological changes usually observed in surrogate-adenomyosis; cervix uteri with mature and immature squamous metaplasia with foci of erosion and re-epithelialization and granulation tissue formation. [Red blood cell count ( 4.6- 5.7 t/l)] on (B)(6) 2017: 4.05 t/l. [Ultrasound scan] on (B)(6) 2016: images displayed at level of both horns compatible with essures. Normal schedules, free douglas; on (B)(6) 2016: left essure slightly displaced on the same side towards tube on same side without locating proximal end in myometrium. Internal genitalia with simple cyst possibly functional in right ovary/normo-inserted right essure®. Left essure® displaced towards the tube on the same side without locating the proximal end in myometrium/in avf, regular, lme of 5 mm, right essure normoinsert. Left essure displaced towards the tube on the same side without locating the proximal end in the niometrium. Internal genitalia with simple possibly functional cyst in re, left essure slightly displaced to tube on the same side. And slight displacement of the left essure towards the tube; on (B)(6) 2017: all the pelvic organs normal. Pathological diagnosis: chronic nonspecific cervicitis and incomplete metaplasia, with no signs of malignancy or viral infection; on (B)(6) 2017: no significant alterations with presence of rest of essure in both coronal areas of the uterus. Complete analysis within normal values; on (B)(6) 2017: bladder with moderate distension without parietal or intraluminal alterations. No fluid seen in minor pelvis. Small rest of essures at level of uterine horns. Visualized liver parenchyma of normal size and echogenicity, with no focal lesions detected. Apparently patent suprahepatic and portal veins of normal caliber. Gallbladder without parietal or intraluminal alterations. No intra or extrahepatic bile duct dilation. Pancreatic area visualized without alterations of interest. Both kidneys of normal size and preserved parenchyma, with adequate corticomedullary differentiation. There are no ultrasound images suggestive of lithiasis or dilation of the urinary tract. Homogeneous spleen of normal size. Aorta of normal caliber. Bladder with moderate distension without parietal or intraluminal alterations. No free fluid is observed in the lesser pelvis. Uterus of normal size and morphology with little rest of essures at the level of the uterine horns; on (B)(6) 2018: normal ovaries, rest of the internal genitalia absent due to previous surgery; (dates unknown): left essure was displaced towards the tube on the same side without locating the proximal end in the myometrium, for which they recommended taking again the contraceptive pill and no significant findings, except for thick leucorrhoea compatible with mycosis, and images in both horns compatible with essure. [X-ray] in (B)(6) 2017: after bilateral salpingectomy, two metallic pinpoint images identified in minor pelvis in relation to two small fragments of essure, presumably one in each uterine horn; on (B)(6) 2017: metallic dotted images were identified in the minor pelvis in relation to two small essure fragments, presumably one in each uterine horn. She is informed that since she was asymptomatic and the rest of the device was in the uterus she did not require further treatment. Lot number: cs000x7. Manufacture date: 2015-07-10. Expiration date: 2018-04-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-dec-2023: new events vaginal pruritic & adenomyosis added. Medical history and reporter information updated. Upon internal verification it was noted that this case was found to be duplicate of case (B)(4). All source documents, references, events reporters are transferred to this case from deletion case . (Legacy device number: 2951250-2023-03156). A technical investigation was conducted, including batch reviews, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.